Event description:
A surgeon reported a pt with an unexpected postoperative outcome following intraocular lens (iol) implant surgery. Add'l info has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause could not be identified by the investigation. There have been no other complaints reported for this lot number. Add'l info has been requested by phone, fax and mail on 1/26/2012 and 2/2/2012. A completed questionnaire has not been received. (B)(4)..